Manufacturer narrative:
This report is being filed to correct the patient identifier.

Event description:
It was reported that technicians at the hospital were notified via remote monitoring that the patients right ventricular (rv) lead had switched from bipolar to unipolar sensing as the pace impedance measurements were high and out of range. The device was programmed to pace in unipolar and sensing in bipolar. At implant the pace impedance measurements were within range but over the next six months had gradually increased and were out of range most recently. In addition, most recently in the bipolar configuration the thresholds and sensing appeared normal, but in the unipolar configuration while the pacing thresholds and sensing were the same as in the bipolar configuration the pace impedance measurements were high. The patient was sent to have an x-ray performed to access a possible lead issue. Additional information noted that there was no issue with this lead and no lead movement was evident. No changes were made. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that technicians at the hospital were notified via remote monitoring that the patients right ventricular (rv) lead had switched from bipolar to unipolar sensing as the pace impedance measurements were high and out of range. The device was programmed to pace in unipolar and sensing in bipolar. At implant the pace impedance measurements were within range but over the next six months had gradually increased and were out of range most recently. In addition, most recently in the bipolar configuration the thresholds and sensing appeared normal, but in the unipolar configuration while the pacing thresholds and sensing were the same as in the bipolar configuration the pace impedance measurements were high. The patient was sent to have an x-ray performed to access a possible lead issue. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that technicians at the hospital were notified via remote monitoring that the patients right ventricular (rv) lead had switched from bipolar to unipolar sensing as the pace impedance measurements were high and out of range. The device was programmed to pace in unipolar and sensing in bipolar. At implant the pace impedance measurements were within range but over the next six months had gradually increased and were out of range most recently. In addition, most recently in the bipolar configuration the thresholds and sensing appeared normal, but in the unipolar configuration while the pacing thresholds and sensing were the same as in the bipolar configuration the pace impedance measurements were high. The patient was sent to have an x-ray performed to access a possible lead issue. Additional information noted that there was no issue with this lead and no lead movement was evident. No changes were made. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem and implant date field.